Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 7 days, an increasing pacing threshold of the ventricular lead was reported. The lead was repositioned. No adverse patient side effects have been reported. The lead is still active and implanted.